Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported that the ventilator's battery failed. There was no patient involvement.